Event description:
A padgett dermatome model b was involved in shutting down during graft cutting. The reporter described the incident as: dermatome shuts down during time of cutting. It is unknown whether there was patient contact or injury involved. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.